Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with operating currents within specifications and passed the self-test, rewind, seating, basic occlusion, occlusion, force sensor and displacement tests. The pump was received with minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he experienced high blood glucose levels. His blood glucose level was 149 mg/dl. He treated his blood glucose level by bolusing. The insulin pump alarmed stuck button. The customer was advised that the device would be replaced and agreed to return the product for analysis.